Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving unknown baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity and stroke. It was reported that the patient had a possible infection, per the hcp the patient complained of a wound at the pump site. The patient was referred to the emergency room where the patient reportedly declined admission and was given oral antibiotics. The patient was reportedly non-compliant with care including refills and was due for a refill soon. It was reported that the non-compliance may have led or contributed to the issue. The patient's physician's were communicating to coordinate care and there was no resolution at the time of this report. The issue was not resolved and the patient's status was unknown. No surgical intervention had occurred or was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.